Event description:
Customer reported receiving a high glucose reading from his precision xtra meter and self-administered with insulin accordingly before bed. Customer reported as a result of his insulin medication, he was found unconsciousness by her wife in the morning. Paramedics were called and they put customer on a ventilator and other unknown treatment. Customer was transported to a health care facility where he received unspecified treatment. Adc customer services made multiple attempts for clarification on treatment but without any success. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (43994) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated the solution bag fell and disconnected. The tsr advised the hp to contact the peritoneal dialysis nurse for further therapy advice. The hp discarded the sample. Product surveillance spoke to the home patient (hp) for additional information. The hp stated he thinks a small section of the solution bag may have been hanging over the back of the dresser. The nurse was notified. The hp completed therapy with a new set-up. No patient injury or medical intervention was reported. The hp is continuing therapy as usual. No additional information provided.